Event description:
It was reported that the patient presented to clinic for a changeout due to near eri. Externalized conductors were observed via x-ray between the svc and rv coil. No electrical anomalies were noted. The lead remains implanted and will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.